Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The caller reported that the patient accidentally pulled her cannula out and didn't have any spare ones to insert. As a result the patient experienced elevated blood glucose levels and experienced symptoms of vomiting. The patient was transported to the hospital by ambulance. The type of treatment and readings obtained from the emt's was unknown. At the hospital the patient's blood glucose was 19.5 mmol/l and a ketone reading of 1.5. At the hospital the patient was treated with a "drip" and has been given the variable rate. It was reported that the patient had been at the hospital a few hours, and would be discharged when her family delivered new cannula's. At this point the patient could go back on the pump. The patient was in stable condition. The lot number was not provided. The infusion set is not expected to be returned for product evaluation.